Event description:
Additional information received reported that the patient got an infection in (B)(6) 2015 in the pump pocket. The pump was removed on (B)(6) 2015 and the reporter wanted to know if there was a detox protocol when stopping the pump therapy. Per the reporter the patient's drugs were changing to ease off the medication. The patient was sick since (B)(6) 2015 when the pump was removed. The patient was taking oral medication that are making him sick and the reporter asked about oral medication titration. The reporter was redirected to the healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [24 mg/ml] at a rate of 2.145 mg/day, baclofen [600 mcg/ml] at a rate of 53.62 mcg/day, and dilaudid [20 mg/ml] at a rate of 1.787 mg/day via an intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain and failed back surgery syndrome. The patient's concomitant medications included ativan prescribed by the primary care physician. It was reported that the patient had developed infection symptoms. The pump had been replaced over the summer of 2015 due to infection, and the healthcare provider (hcp) kept putting it in a place where the skin would break down and the incisional wound opened. There was a "thin veneer of skin" between the pump and the skin, with no buffer tissue. The area had begun to ooze a week earlier. It was stated that the reporter was keeping a close eye on it; there was no smell, just white serosanguineous fluid. It was noted that the change in symptoms had been sudden. The device information, the type of baclofen in the pump, the baclofen lot number, the patient's relevant medical history, the diagnostics performed, the actions or interventions taken to resolve the issue, and the patient outcome were not reported. Further follow-up was being requested to obtain additional information. [Refer to manufacturer report #3004209178-2016-00338 for details pertaining to the replacement of the pump due to infection in the summer of 2015.]